Event description:
During the follow-up performed on (B)(6) 2015, the longevity displayed by the programmer was 16 months +/- 1 month. On (B)(6) 2015, urgent pacemaker replacement was performed due to elective replacement indicator being reached 10 months earlier than expected. The device will be returned for analysis . Preliminary analysis of available programmer files showed that a normal battery depletion occurred.

Manufacturer narrative:
Refer to the attached report.

Event description:
During the follow-up performed on (B)(6) 2015, the longevity displayed by the programmer was 16 months +/- 1 month. On (B)(6) 2015, urgent pacemaker replacement was performed due to elective replacement indicator being reached 10 months earlier than expected. The device will be returned for analysis . Preliminary analysis of available programmer files showed that a normal battery depletion occurred.